Event description:
It was reported that the touch stylus pen on the programmer was approximately 7 centimeters off on certain parts of the display screen although it worked well on other parts of the screen. The touch pen has been replaced, and recalibrated multiple times however the situation persists. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).